Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the over temperature switch is not working. This was not related to physical damage/mishandling or abuse. The issue was found during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Correction: d3, d4. H3/h6: one device was returned for analysis of complaint that over temperature switch is not working. The complaint was verified by functional testing. The lever arm on the microswitch was bent. Replaced microswitch. Device passed all functional tests after repairs.